Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: post-op bleeding. End date : blank => 18 dec 2023. Outcome : not recovered/not resolved => recovered/resolved without sequelae.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2023 and mesh was implanted for stress incontinence. On (B)(6) 2023, mild urinary tract infection was noted and reported as possibly related to both the study device and procedure. Drug therapy (macrobid) was provided and the event has been resolved. On (B)(6) 2023, mild post-op bleeding was noted and reported as unlikely related to the study device and procedure. No intervention was provided. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure. Female, 180lb, 31.95. The diagnosis and indication for the index surgical procedure? Stress incontinence were any concomitant procedures performed? Cystoscopy. Other relevant patient history/concomitant medications? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Yes, pre-op. Please describe the drug therapy provided for the urinary tract infection including medication name and results. Macrobid: resolved. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Possibly related to primary study procedure and device. What is the patient's current status? Resolved. Product code and lot number? Tvtrl, 3941782. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.